Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, a piece of plastic debris of unknown origin was noticed on the jaw. It was removed from the wound, and placed in a medicine cup for further inspection. There was no harm to the patient and the case was completed with same device without further complications.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, a piece of plastic debris of unknown origin was noticed on the jaw. It was removed from the wound, and placed in a medicine cup for further inspection. There was no harm to the patient and the case was completed with same device without further complications.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected section: h6- changed to "particulates". The device was returned to the factory on 08/04/2020. An investigation was conducted on 08/11/2020. A visual inspection was conducted. Signs of clinical use and heavy amounts of blood and tissue was observed on the harvesting jaws as well heavy amounts of blood was observed on the cannula. The shaft was bent at the pivot point approximately one inch below the base of the jaws. The black shrink tubing on the shaft was observed to be peeled away at approximately one inch below the base of the jaws. No detachment was observed. The clear silicone insulation on the jaws was observed to be intact, no visual defects were observed. A mechanical evaluation was conducted. The jaws were unable to be opened with manipulation of the blue toggle on the harvesting device. The cannula was observed to be intact, no other visual defects were observed. A plastic cup was also returned. When opening the plastic cup, the only content that was in the cup was a half of what was observed to be a band aid. No other content was observed in or on the band aid. Based on the returned condition of the device, the reported failure "particulates" was not confirmed, but was confirmed for the analyzed failures "material twisted/ bent shaft", "mechanical issue;jaws" as well as "peeled shaft". The certificate of conformance (c of c) was not reviewed as there was no lot number reported. A lot history record review was completed for lots: 25148125, 25147788 and 25150030 the last 3 lots shipped to the account prior to the event date. There were no ncmr's recorded in the lot history.